Event description:
The customer reported that the insulin pump alarmed while priming again. The blood glucose reading was 102mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched screen, and cracked battery tube threads, broken belt clip slot at the battery tube threads area, cracked reservoir tube and lip.